Event description:
Procedure: laparoscopic sigmoidectomy. According to the reporter: the balloon broke during the procedure. A new device was opened to complete the procedure. No bleeding, no tissue damage, nothing fell into cavity, no patient harm, operating room time not extended.

Manufacturer narrative:
(B)(4).